Event description:
The user facility reported that during a procedure paint chips from their surgical light fell onto a patient. The user facility would not provide additional event information however, no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the lighting system and found paint damage on the underside of the connectpoint arm and center post. In addition, the technician observed paint chipping of the lighthead where is connects to the spring arm. While onsite the technician advised user facility personnel to not bump the lighthead. The operator manual states (pg.1-3), "caution-possible equipment damage hazard: do not bump lightheads into walls or other equipment. Also use handles when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The surgical light is not serviced or maintained by steris.